Event description:
It was reported that an ilet would not accept or hold a charge despite the user trying multiple chargers, different outlets, and removing cases, and the agent instructed the user to allow a 30-minute charge attempt before arranging a return. Symptoms included no device power due to battery depletion. Outcomes included interruption of therapy. Investigation included complaint review and troubleshooting guidance provided by support. Investigation of this case revealed that the issue was consistent with a device that does not charge. It was concluded that the device experienced a charging failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.